Manufacturer narrative:
(B)(4). On an unknown date the patient¿s fluid was clear. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The patient was hospitalized for the event and treated with an injection (inj) of vancomycin (1 gram, intravenously (IV), stat), inj fortum (1 gram, once daily (od), route not reported), inj reflin intraperitoneally (1 gram, once a day) and heparin if needed (dose, frequency and route not reported). At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.